Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. The entire length of the stent was damaged with the stent struts deformed, distorted and stretched (distal & proximal portion) and bunched (mid-section). The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Review of the specified parameters against the batch records for the crimped unit revealed no anomalies. The maximum crimped stent profile was measured which is within specification. The product stent protector was not returned for analysis with the device, however, the specified inside diameter of the stent protector was within specification. A visual and tactile examination found no issues with the hypotube shaft profile. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 7mm separation in the inner during microscopic examination. There was evidence of stretching and damage to the inner wire lumen and outer extrusion proximal to the break. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 32 x 4.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. However, it was noted that the stent dislodged before unsheathing.

Event description:
It was reported that stent dislodgment occurred. A 32 x 4.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. However, it was noted that the stent dislodged before unsheathing.

Manufacturer narrative:
Device is a combination product. (B)(4).